Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was prophylactically replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing, noise, and were found to have fractured. It was further noted that the device was inappropriately mode switching due to the lead issues. Both leads were explanted and replaced. The patient also stated that they could "hear noise coming from the device." The device was explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event. It was further reported there were counts on the sensing integrity counter.